Event description:
During internal testing, it was noted in a comparison of mobile care server alarm interface logs and network traffic captured at the mc port of the mobile care server show that brady alarms can exist and not transmit to the network. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.